Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however not provided.

Event description:
The customer reported a tubing leak. A note attached to the return product stated; "bead of fluid that continuously leaked through, faint indentation across the blue port". A diagram on the note points to the y-site stated "luer lock port¿ where the leak occurred. The customer did not indicate any patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked at the port was confirmed. Functional testing was performed; a leak was observed from the smartsite port below the check valve. Closer inspection under magnification observed a small hole in the blue piston of the smartsite located near the middle slit. No other leaks were observed on the remaining smartsite ports or at any other components. The cause of the leak was damage to the smartsite piston. The cause of the damage was not definitely determined.

Event description:
The customer reported a tubing leak. A note attached to the return product that stated; "bead of fluid that continuously leaked through, faint indentation across the blue port". A diagram on the note points to the y-site stated "luer lock port¿ where the leak occurred. The customer did not indicate any patient harm. Although requested there was no additional event details provided.